Event description:
After an angiogram/angioplasty, the puncture site was closed with a perclose device. The device remained stuck in the right femoral artery. Surgical removal required. The pt reportedly had scarring in the site which could have caused device needle to bend and prevent removal. Multiple attempts have been made to obtain add'l info from the customer, but no add'l info has been made available.